Event description:
A report was rec'd that a pt was burned by her charger. The pt experienced slight pain and redness, as well as blistering. The pt was prescribed pain medication, and treated the burn with topical ointment. The burn has since healed.